Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 13% during a routine device follow-up. At the previous check last year, the longevity was 60%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review confirmed an abnormal increase in battery usage and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 13% during a routine device follow-up. At the previous check last year, the longevity was 60%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review confirmed an abnormal increase in battery usage and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative confirmed that although the recommended replacement interval was passed, the device remains implanted with a replacement procedure scheduled for december 3. The field representative confirmed that the device was explanted and replaced on december 3, as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 13% during a routine device follow-up. At the previous check last year, the longevity was 60%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review confirmed an abnormal increase in battery usage and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative confirmed that although the recommended replacement interval was passed, the device remains implanted with a replacement procedure scheduled for december 3. The field representative confirmed that the device was explanted and replaced on december 3, as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.